Event description:
The device was on, in user's right hand, while they were walking through a parking structure. User felt a sharp pain in the center of the back of hand. User also felt disoriented, fuzzy-minded, heart racing, sweaty palms and a reddened welt with palpable lump appeared on back of hand. User was seen by physician who determined it was an electric shock; somehow the antenna had directed an electric shock into back of hand from some unknown source. User is concerned that if someone with a cardiac history (i.e. Pacemaker or implanted defibrillator) or some other health problems had experienced this it could lead to much more serious consequences such as hospitalization.